Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a feeding tube. The customer reports that the removal of the stylet was difficult and caused the feeding tube to coil. The nurses have been educated to apply 10ml of water prior to the stylet removal as described in the instructions. The handle for the stylet broke when the tubing was not first flushed with 10 ml of water prior to removing the stylet. The customer further reports the patient who had the incident has a pneumothorax. It seems that after the doctor attempted to insert the catheters into the patient, unfortunately this is what occurred.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.